Manufacturer narrative:
Supplemental submitted to correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient reported their pump stopped working and it went out too early. Patient underwent about three to four months of "hell of being really sick about every other day." They were "sick because of withdrawals" that they were going through because the pump would stop. The patient "lost about 3 months this summer." The patient was "not able to go anywhere with my family enjoy my grandkids and had to hire people to mow my 4 acres of grass because I was so sick" and went through "pure hell." Per patient "I cannot describe how bad things were, I never knew that this is what withdrawals were like and hope to never go through it again or put my family and friends through this again, it stressed everyone out and I truly thought I was going to die and all because my pain pump would stop running every so often." A dye study and rotor study was performed and they caught it not running." Per patient the reason it was changed was the catheter needed to be replaced and it was close to end of battery on the pump. The pump was replaced.

Manufacturer narrative:
Product ID 8703w, lot # l43688, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported that a fluoroscopic examination was done on (B)(6) 2012. The catheter was found "intact." The pump was found not functioning since the rotor did not change positions when two drug boluses were give over a one minute period. For past few months, the patient had been reporting intermittent drug withdrawal. It was concluded that the pump was not functioning and that was the reason for the failure of pain relief and withdrawal. The patient was admitted to the hospital on (B)(6) 2012. The pump was replaced and the catheter was revised on (B)(6) 2012. Perioperative antibiotics, kefzol, was give before the procedure. During the procedure, the doctor noticed that there was no nylon mesh over the pump and the nylon mesh was "kind of bunched under the pump." It was not covering the pump at all. The catheter was disconnected and the pump was checked. There was "very scanty flow of cerebrospinal fluid" through the catheter end. The doctor aspirated with a tuberculin syringe and he got 0.5 ml of cerebrospinal fluid. The doctor had difficulty aspirating the catheter. Therefore, the doctor disconnected the connector from the catheter end and "it was partially obstructed." The connector was discarded. A new connector was used. A catheter myelogram was done and determined that the pump was in the correct place. After the catheter myelogram, aspiration of the dye was "easy" and cerebrospinal fluid flow was "satisfactory." It was also reported that the doctor had difficulty fitting the pump to the pouch because the mesh was "bunched up." The nylon mesh was then debrided, taken out, and irrigated with bacitracin solution. A hemostasis was performed. Then the pump was placed back with the feet part of the pump site up witnessed. The pump was reprogrammed to give the same dose as the patient was getting before. The patient was taken to the recovery area where he was awake, alert, and conversing.

Manufacturer narrative:
(B)(4).